Event description:
It was reported that during the implant procedure, this right atrial (ra) passive fix lead exhibited loss of capture and brady pacing was not delivered when required. Additionally, this lead was difficult to position. When the physician attempted to position the lead in the appendage, it could not be fixed. After approximately 20 minutes of attempting to secure the lead in place, it was unsuccessful. Subsequently, the lead was exchanged for an active fix lead to complete the procedure. No adverse patient effects were reported. This lead will not be returned as it is remains in the possession of the hospital due to their policies.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.